Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. A visual inspection was performed and unraveling material was noted on the balloon. Therefore, the investigation is confirmed for the reported unraveled fibers, as unraveling material was noted on the balloon. The investigation is inconclusive for the reported retraction issue, as the device was unable to be tested further due to the condition of the device. The definitive root cause could not be determined. The device is labeled for single use. H11: g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7588 pta balloon dilatation catheter allegedly experienced a retraction problem and unraveled material. There was no reported patient injury. This information was received from one source. The patient was a 46-year-old male who weighed 234 pounds.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7588 pta balloon dilatation catheter allegedly experienced a retraction problem and unraveled material. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) year-old male who weighed (B)(6) pounds.